Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations pertaining to medical device reporting. This MDR is based on preliminary info rec'd by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Doctor was at the very beginning of a turp procedure; after he introduced sheath, he saw that beak had come off intact in pt's urethra. He used a rigid stent remover to remove piece, but it broke. He then tried a flexible grasper, but could not retrieve piece; and finally he used a biopsy grasper and was able to remove beak from pt. Instrument was replaced and procedure completed at that time; there was no adverse effect on pt other than that procedure was extended from the normal time of 30 minutes to an hour and a half. Patient condition post-op was stable.